Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: it is considered likely that the buckling of the terminals inside the scope internal socket caused a communication error between the scope and the device, resulting in the reported problem. Terminal buckling is considered to be an event caused by the scope used in combination. Based on the available information, it can be inferred that the terminal buckling within the scope connector socket occurred in the order described below: · when inserting the scope internal into otv-s190's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in the otv-s190. · the terminal inside the scope internal socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. As stated in the instructions for use, as a preventive measure, when connecting the endoscope to the video system center and the light source, "confirm that the video connector of the videoscope are not damaged."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a bent pin was found inside the video connector, causing no image. Based on the results of the device evaluation, the cause is likely due to user mishandling.

Event description:
A user facility reported to olympus a bent pin on the scope connector and the connection would not function when used with standard definition scopes. The reported problem was found before the start of a procedure. The intended procedure was completed using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.